Event description:
It was reported that the index procedure was (B)(6) 2005, with deployment of a non-abbott drug eluting stent in the proximal right coronary artery(rca). On (B)(6) 2009, the patient experienced myocardial infarction and two promus stents were placed on (B)(6) 2009. There was no additional information provided for this event. On (B)(6) 2010, the patient experienced atypical chest pain and was hospitalized, however, no medication was administered and the patient was discharged. The same day, the patient experienced three episodes of chest pain that radiated to both the left and right side. The pain was reportedly not pleuritic or positional. The patient presented to the hospital and was admitted for further evaluation and unspecified treatment. The event was reported as resolved on (B)(6) 2010, with no residual effects and the patient was discharged. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of angina, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The second promus stent is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.